Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. The battery is being returned to the supplier, itech for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery was producing battery faults and then would not power on the monitor.

Event description:
A us distributor reported that a patient's battery was producing battery faults and then would not power on the monitor.

Manufacturer narrative:
Follow-up report - device evaluation (09/25/2018): device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. Per investigation at the supplier, the cause for the failure was isolated to loose bus bars inside of the battery. The cause for the loose bus bars was isolated to a manufacturing issue at the supplier. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. The battery is being returned to the supplier, itech for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.